Event description:
During an urological proceudre, the leg stirrup came off. The rail, fell down with the pt's leg attached. Poor design of leg stirrup attachment -doesn't grip well enough or overhang rail well enough to prevent it from coming off. Reported to biomed and MFR's service representative 9/13/95.